Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the surgeon reported a flame coming from the plasmablade device. The flame caught the surgical drape on fire and burned the patient. The surgeon reported first and second degree burns to the groin and suprapubic area and second degree burns to tip of penis. The patient was treated with ointment and dressings. It was noted after prepping the patient with an antiseptic, the surgeon did not wait the recommended amount of time before starting the case. The patient had an increased length of stay in the hospital, however at the 2 week post op visit, it was documented the burns were healing well.